Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the leadless pacemaker (lp) exhibited high capture threshold. The patient was scheduled for an ablation but it was cancelled. No intervention was reported. The patient was stable.